Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting inside of lower lip and under their tongue at the tip. Advised patient to gently file aligners and do warm water to help soften the edge of the aligners.